Event description:
Report received of a non-delivery. The pump was programmed in the concurrent mode to deliver normal saline on the primary line at a rate of 125ml/hr and xigris on the secondary line at 12ml/hr. Reportedly, the day nurse hung a 12 hour bag of xigris on the secondary line at 10:00am. The nurse reported that the solution was infusing as expected. At 7:00pm the night nurse started her shift. Around 9:00pm, the night nurse reported that the bag of xigris was full and that it was expected to be almost empty. The pump was removed from clinical service and a new bag of xigris was infused with a replacement pump. The pt did not experience any adverse effect. Though requested, there was no further info available.